Event description:
The complainant reported that the guide wire broke while in the patient. This occurred during a superficial femoral artery angioplasty. The doctor was having difficulty passing the wire across a heavily calcified stenosed vessel. He then removed the guide wire to exchange it for another type of wire. It was at the point of removal that he noticed the wire had broken but was still intact. There was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation has begun but is not yet complete. Conclusions: a follow-up report will be submitted when the evaluation is complete.